Manufacturer narrative:
Concomitant medical products: syr tube; syringe; td (B)(6) 2019. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received-log review only.

Event description:
The customer reported the pcu froze with error 150-2100. The pcu showed channel disconnected. "Mechanical fluid" was infusing. The customer was unable to provide additional information on "mechanical fluid" and what the rate was. The event occurred during transport. The customer would like the logs analyzed. The iuis appeared to be in good condition and had no connection issues. The customer tried pulling on "test chambers" attached to both sides to see if they could create a disconnection, but they were unable to. There was no patient harm and there was no delay in treatment due to this event.

Manufacturer narrative:
The customer¿s experience of a channel disconnect was confirmed. The pcu event log indicated a channel disconnect occurred at 10:31 am on (B)(6) 2019 and the device removed from the system. Although requested, the customer¿s dataset and suspect devices were not returned for investigation. The cause of the channel disconnect was not identified. The pcu error log contains multiple log-only entries for error code 150.2100.5 (comm transmit failure). The log does not show any fatal (150.2100.0) errors, however the log has been overwritten and does not contain entries for the time of the channel disconnect at 10:31 am on (B)(6) 2019. The root cause of a channel disconnect with error code 150.2100 was not identified.

Event description:
It was reported that the pump module :froze up" after displaying an error code 150-2100 during transport, and the pcu showed a channel disconnect alarm. "Mechanical fluid" (possibly maintenance fluid) was infusing. The customer was unable to provide additional information on the type of fluid or the programming of the pump. The customer would like the event logs analyzed. The iuis appeared to be in good condition and had no connection issues. The customer tried pulling on "test chambers" attached to both sides to see if they could create a disconnection, but was unable. There was no patient harm and there was no delay in treatment due to this event. Although requested, there was no further information provided.